Event description:
Ventilator was being used on a transport - unit alarmed, and then shut down. Pt was hand-bagged. No injury to pt.

Manufacturer narrative:
We could not reproduce the reported malfunction at the factory. But we found the unit had been abused and serviced improperly in the field. It was previously at bio-med in (B)(6) 2010 for service, but since then our tamper labels had been cut, unit had been dropped on its face, pcb had been reinstalled improperly (wedged against a support tab, causing side of case to bow outwards), pneumatic peep line was pinched under the rear panel. Given the age of the device (13 years), we have informed omniflight that we want to scrap/decommission this unit, and offer trade-in credit for new unit.